Manufacturer narrative:
The complaint investigation for potential false elevated anti-hbs results included a search for similar complaints, and review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Performance of reagent lot 04319fn00 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 04319fn00 is within the established control limits, therefore, no unusual reagent lot performance was identified. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 04319fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 04319fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive architect anti-hbs result on a patient. The sample initial result was 26.94 miu/ml. Another sample from the patient was tested and generated reactive results. The customer then tested the sample using a colloidal gold method and generated a positive result. The sample was sent to another facility to be tested and generated a reactive result for the anti-hbs assay on another abbott analyzer. The sample was tested on 2 different platforms (sysmex and sym-bio analyzers) for the anti-hbs assay and generated negative results of 0.437miu/ml on sysmex analyzer and 0.002 miu/ml on sym-bio analyzer. No impacted to patient management was reported.